Event description:
It was reported that the patient presented in clinic with syncope, intermittent loss of capture was noted on the left ventricular lead. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.